Event description:
Procedure type: unk. According to the reporter: broken internal valve/seal snapped off and fell into pt's cavity and it was retrieved. There was no additional bleeding, and neither the or time nor the size of the incision were extended. Completed the procedure with same instrument. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).